Event description:
The manufacturer received information alleging the pneumatic test steps had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices machine flow sensor was involved with the reported issue. In conclusion, the device's machine flow sensor needs to be replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter needs to be replaced for preventative maintenance which was unrelated to the reportable malfunction/issue.